Event description:
Pt reported that their infusion set was leaking. They stated that their blood glucose was elevated (>500 mg/dl). Pt self-treatment by changing their infusion set and delivering a bolus.